Event description:
This unisolve complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident a bacterial infection occurred in the urinary track of the patient. Intense amount of pain throughout her back and on the lower part of her stomach. Vomiting. Was sent to the hospital on (B)(6)-2011, specifically the ER, and was found to be dehydrated from vomiting. First occurrence of this sort to happen.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for infection-general/systemic. The customer sent in some product samples of lot 0f239, but no samples were returned of lot 0f197. We were unable to confirm the complaint based on inspection of the returned samples, hence laboratory testing was performed. Both the returned sample(s) of lot 0f239 and control samples of additional lots (from stock) of uni-solve wipes were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review was also conducted which concluded that there is no medical evidence to support any relationship between the use of unislove and this patient's symptoms. (B)(4)